Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level of over 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital around (B)(6) 2021 to (B)(6) 2021 with no permanent damage. Reportedly, the pump did not charge when plugged into a power source. Customer reverted to an alternate insulin therapy method.